Event description:
According to the information received, when the dilator was removed from the 10f amplatzer torqvue 45 delivery system (dtv45) sheath, air was introduced into the left atrium and traveled into the vessels of the brain. The procedure was terminated at that time. The patient's condition is critical.

Event description:
The patient's condition was critical and the patient unfortunately died.

Manufacturer narrative:
St. Jude medical could not evaluate the delivery system involved in this incident since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including assembly of the dilator into sheath to ensure smooth operation. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. As the product was not returned, our investigation was limited to the investigation of the device history records which shows full compliance with specifications and image analysis. Based on the available information, this event was determined to be a very serious procedural complication. We have therefore, no evidence of delivery system malfunction or any deficiency with the instructions for use requiring corrective action.